Event description:
It was reported that the patient was experiencing consistent low flow alarms. The patient was weak and throwing up and blood was noted. The patient experienced cardiac arrest and emergency medical services (ems) started resuscitation efforts while transporting the patient to the emergency department (ed). Log files were submitted for review, the first system controller there were low flow alarms on (B)(6) 2022 from 17:59 until 18:42 and driveline disconnect alarm on (B)(6) 2022 at 18:42. System controller exchange was preformed. The second controller there were low flow alarms on (B)(6) 2022 at 18:43 until 20:12 when the controller was disconnected and pump off alarms were also noted. The patient received cardioversion, resuscitation, intubation, and inotropes as forms of treatment. Once the patient arrived to the ed, basic life support (bls) and advanced cardiac life support (acls) protocols were continued, but the patient was pulseless and subsequently pronounced dead.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was administered multiple doses of epinephrine during transport to local emergency department facility. Endotracheal intubation was performed along with multiple defibrillations during resuscitation attempt before the patient passed away. The device operated as intended and it was noted that the death was not device related. The autopsy showed that the patient had a left hemothorax of approximately 2000 ml and noted probe patent defect of descending aortic wall at left ventricular assist device outflow tract. Hematoma extended to left medial pleural space and left retroperitoneal space.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events could not be conclusively determined through the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The account submitted log files for review. The system controller event log file contains data from 07apr2022 at 10:20:34 through 11apr2022 at 18:42:57 and 11apr2022 at 18:43:07 through 20:12:18 post controller exchange. Low flow events were captured throughout the log file from 11apr2022 at 17:56:12 through 20:12:18. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Some of the events lasted over 10 seconds, and low flow alarms were flagged. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. Beginning on 11apr2022 at 20:12:18, the log file captured a driveline disconnect until the end of the log file. During the time frames, the low pump current, communication faults, and lvad off alarms were active. (B)(6) was returned assembled with the pump cable intact. The modular cable was returned and was properly attached to the pump cable. The sealed outflow graft and the sealed outflow graft bend relief were returned attached to the device, and the outflow graft clip was not returned. The apical cuff was returned and engaged to the cuff lock. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25oct2021. The heartmate 3 lvas IFU is currently available. Section 1 of this document lists respiratory failure, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, although a specific cause for the reported cardiac arrest was not provided, the IFU also lists myocardial infarction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Section 4 contains information on caring for the driveline and instructs the patient to keep the driveline clean. Wipe off any dirt or grime and if the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. No further information was provided. The manufacturer is closing the file on this event.